Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and healthcare professional (hcp) via the rep: the rep reached out to the patient two times via phone (3/12 and 3/15) with no response and have emailed the hcp office (3/16) in order to try and get a patient appointment to clarify/rectify this issue in person. So far this issue has not been resolved but they are in the process of trying to schedule an appointment, and the rep requested additional information but has not received an answer yet.

Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) was experiencing problems and it was working fine. They wanted to know how often they needed to charge up the recharger. Their handset was saying inactive, and saying defective. When they got the device they said it wasn't explained thoroughly. The patient said they will be connected for one second recharging and then it disconnects and starts beeping. Patient services asked if they were having trouble charging the recharger or recharging the stimulator inside them. The patient said charging the stimulator inside them. Patient services asked the pt when the recharging issues started and they said a week ago. The pt read the pamphlet on how to use the equipment. Now their symptoms were back, everything is back. Their symptoms returned two days ago. They put the stimulation up. Now they were "back to square one" and taking their myrbetriq. Patient services asked if they had put the recharge in the docking station and had it plugged into the wall and the recharger charged in the docking station. The pt said yes, that they got the three green lights on the recharger battery. Patient services asked when they connected what the coupling said. The pt reported it said excellent, and it said 70%. The pt wanted a rep to come to their house or meet them at the doctor's and explain everything in person. Troubleshooting was unable to be performed as the patient wants it done in person. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that was upset that during the evaluation someone called them all the time and no one has called them since the device was implanted. The patient said now the device was implanted and was "not working". The patient said they hooked it up to the laptop and it said defective. They reported that the device was working fine till (B)(6) 2021 then it was defective. The patient said that because the device was not working, they were back on their medicine. They said that they should have gotten a call after implant and a rep should be sent to the patient's home if they were having trouble. Patient services reviewed the rep's role. Patient services offered to troubleshoot with the patient but patient said over the phone is no way to do business and they already knew it was not working. The patient said they had been trying to get in touch with the hcp's office. Patient asked the agent to hold on, then disconnected. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the rep and hcp who have both called the patient and neither have heard a response. The hcp staff have requested the patient make an appointment with them and the rep will be notified of the date/time.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# unknown, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.